Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, extra floppy. Guide cath: ebu3.5, ivus, tvac. Device (B)(4): no pre-dilatation the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: factors that may contribute to balloon material leaks/ruptures include but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all stent delivery systems (sds) are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all sds are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release. Evaluation of the returned mini vision noted contrast in the balloon, in the inflation lumen, and in the hub, which is consistent with preparation for use. There was blood in the balloon, in the inflation lumen, and in the hub, which is consistent with the reported leak. The balloon was loosely folded, which is consistent with the reported partial inflation. An indeflator filled with water was used to pressurize the balloon, and fluid was observed leaking from two parallel pinholes in the balloon over the distal marker. The scanning electron microscopy (sem) lab analysis revealed that the balloon failure may be attributed to mechanical damage to the outer surface, and that the leaks were located at distal strut impressions. It was reported that the mini vision was advanced to the lesion for direct-stenting (no pre-dilatation). It should be noted that the mini vision coronary stent system instructions for use (IFU) instructs the physician to pre-dilate the lesion to be treated with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unknown if the user error contributed to the reported complaint. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with moderate tortuosity and calcification. The 2.5 x 12 mini vision stent delivery system (sds) was advanced for direct-stenting; however, during an attempt to deploy the stent, the sds balloon would not inflate. While checking the connection with the indeflator, the balloon was unintentionally expanded. The distal area of the balloon dilated, and the stent was partially expanded. Further dilatation was made to expand the stent so the sds could be removed; however, the stent was not fully apposed to the vessel wall. It was noted that a balloon rupture may have occurred. During removal, some resistance was noted with the implanted stent. Further dilatation was performed with a new balloon catheter and the procedure was completed successfully. There were no adverse patient effects. No additional information was provided.